Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had no stimulation sensation. The patient had not been feeling stimulation since a fall on 2014-12-01. Prior to the fall stimulation was intermittent. Three weeks prior to this report, the patient had surgery to correct three bulging discs from a fall. At the time of this report the patient was in the hospital and recovering from the surgery. The reporter stated the patient had been through a lot of back surgeries. The patient wanted to meet with a manufacturing representative to have the implantable neurostimulator (ins) checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.